Event description:
During phacoemulsification phase of cataract extraction, foot pedal became stuck in aspiration mode. Surgeon unable to decrease vaccum. When surgeon attempted to withdraw phaco tip from eye, a portion of the posterior capsule was stuck in the tip the posterior capsule was stuck in the tip and surgeon was unable to release tissue. Surgeon pulled tip out; surgeon inserted posterior chamber lens; lens prolapsed. Surgeon removed lens and noted tear in posterior capsule; mechanical vitrectomy performed. Surgeon inserted anterior chamber lens; did not feel it was positioned adequately; removed lens. Procedure terminated.